Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 400 mg/dl and was hospitalized for 4 days. Blood glucose at the time of call was 353 mg/dl. The customer indicated that some no delivery alarms were received. Troubleshooting found that drive support cap, basal settings, and time and date programming were normal. And functioning fine. The high pressure test failed and passed on the second attempt. The customer was advised to change entire set and reservoir and treat per doctor's instruction. Customer was also advised to monitor pump and follow up with doctor regarding high blood glucose.